Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable high test results for three patient samples using the elecsys troponin t assay (tnt) on the cobas e 411 immunoassay analyzer (e411). A physician had questioned the high result for one of the samples, so the customer pulled two additional samples and performed a comparison between this analyzer and another in the laboratory. Of the results provided, only the results for one sample were discrepant. All results are in units of ng/ml. The initial result on another e411 analyzer in the laboratory was <0.010 with a data flag. The initial result was released outside the laboratory and deemed correct. On (B)(6) 2017, the customer repeated the sample on the e411 (serial number (B)(4)) with a result of 0.026. The sample was slightly lipemic. No adverse event occurred. The tnt reagent lot number and expiration date were not provided. Quality controls (qc) were acceptable. The customer attempted to re-calibrate tnt after the event, but it failed twice. The customer checked the reagent pack that was on-board the analyzer after the first failed calibration. He found air bubbles in the micro-bead particle reagent compartment. He attempted to remove them via pipette before putting the reagent back on the analyzer and failing the second calibration. The customer checked additional reagent packs bubbles and micro-bead particle accumulation around the lid. The customer found micro-bead particles accumulated in the underside of the lid on all reagents packs within this lot that were checked. The field service representative found that the measuring cell needed to be replaced. He replaced the measuring cell, performed measuring cell preparations, and performed a system volume check. He completed a photo-multiplier tube voltage test, performance testing, and initial blank cell calibrations. The customer performed calibration and qc which passed. Investigation activities are ongoing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause of the issue was the air bubbles in the micro-bead particle reagent compartment.